Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left side camber tube is cracked while sitting in the chair.